Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro jaws were glowing red and would not turn off. The harvester unplugged the hemopro d.c extension cable and replaced it with a new cable. The new d.c extension cable was connected to the same hemopro device and the hemopro device worked fine. The procedure was completed without incident. There was no patient effect reported by the hospital. Hospital thinks that it was the cable issue. It is unknown if the account follows the recommended IFU sterilization techniques and replace after 30 cycles.

Manufacturer narrative:
After the procedure, the hospital discarded the product. The lhr review had been competed by the OEM. (B)(4).